Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.5/093 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a smaller lens due to the patient experiencing excessive vault and significant reduction of irido-corneal angles. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned for evaluation.

Manufacturer narrative:
The lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).